Event description:
It was reported by the customer that the device caused a patient injury. No additional information and/or specific details regarding the type of injury in the patient has been obtained despite attempts performed. It was indicated that the product was used in a gynecological procedure. This device is used for treatment (arthroscopic use only).

Manufacturer narrative:
This device was used in a gynecological procedure which is a contraindication. This device is intended for arthroscopic use only. The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.